Manufacturer narrative:
(B)(4). Concomitant products: 00630505636, xlpe liner, 63324471. 00784801200, m/l taper g2 neck, 63262395. 00771301000, m / l taper g2, 63374393. 00877503602, biolox delta ceramic femoral head, 2847909. 00625006520, bone scr 6.5x20 self-tap, 63507003. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07463 0001822565 - 2017 - 07464 h3 other text : hospital discarded as biohazard

Event description:
It was reported that the patient underwent right hip arthroplasty. Subsequently, the patient was revised due to pain. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.